Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/09/2015 with the following findings: last basal delivery was on (B)(6) 2015@12:33pm. There was no activity outside of normal use is observed. The tdd adds up and reflects the programmed basal rate target, bolus total in the bolus history match bolus total in tdd. Returned battery/cartridge caps were used during investigation. ¿ez-prime¿ steps were performed correctly, the pump reflected 24u after a 24hr on 1 u/hr duration test. No eaw occurred, the product performs within specifications. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.